Event description:
The patient reported that the ok button had a delayed response for the last two weeks. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a protective case attached to a belt and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and ok keypad buttons are slow to respond. All other keypad buttons respond as expected. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.